Manufacturer narrative:
Could not confirm customer complaint. Tested unit for several weeks and it has not malfunctioned. Returned to customer. No further info was provided. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).